Event description:
Involuntary psychiatric hold; my (B)(6) niece was provided a 23-and-me test kit directly by her school without obtaining parental consent for the medical procedure. It included the FDA-licensed direct-to-consumer "brca breast cancer genes" test, approved for marketing in march 2018. The company, 23-and-me provided my niece a lab result directly stating that she was a mutant, would get cancer, and die. This caused her profound psychological harm, all without knowledge of the family. She started hating her body and started taking a razor blade to her breasts, causing scars. She later became so paralyzed by fear at school that the nurse called the police and she was admitted involuntarily into a (B)(6) inpatient psychiatric facility and given very dangerous and toxic psychiatric meds against her family's will. This caused her to lose more than a month of school, and she's given up on homework, saying "well, I'm going to die anyway." She then started falsely claiming in the psych ward she was transgendered as a way to get approved for a radical double mastectomy, and we are having a problem with child protective services trying to explain why she's malingering - all because of this evil unauthorized test that should be FDA recalled. I've researched this test, and in 2005 the us preventative services task force recommended against brca screening. The FDA's "special controls" clearly were insufficient to prevent substantial injury and harm. Per the FDA's press release, the test is not supposed to be used to guide clinical decisions and come with clear instructions. These were not understood by the consumer, my niece, and shouldn't have been allowed to be purchased directly by her school. No teacher was available to calm her because they were doing this awful "distance learning" at the time she received her test result. Also, the science behind cancer genes seems to be flawed: I read a 2011 article by gina kolata in the new york times that said these genetic tests are worthless. Yet, my niece won't believe my own research. FDA safety report ID # (B)(4).